Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by two consumers, who contacted the company to report a product complaint, with additional information received from reporting physician, concerns a female patient of unknown origin, who was born on (B)(6). The medical history included: poor diabetes control, visual impairment and peripheral nervous (as reported) since she was born, and due to that, presented atrophy of the optic nerve (also described as malformation of optic nerve) which caused a cerebellar disorder. Patient was being followed by an ophthalmologist due to optic nerve atrophy. The concomitant medications included: nitrofurantoin for the treatment of neurogenic bladder; carbamazepine for peripheral nervous system; calcium pantothenate+ nicotinamide+ pyridoxine hydrochloride+ riboflavin+ thiamine hydrochloride + yeast dried to leg disorder due to diabetes; ascorbic acid to increase the immunity and also to avoid infection; calcium carbonate + cholecalciferol for unknown indication for use; propranolol for cardiac arrhythmia; sertraline to anxiety and unspecified medication reported as durinef for the treatment of postural hypotension. The patient received human insulin nph (unknown manufacturer) and unspecified rapid insulin (unknown manufacturer) both delivered by humapen ergo teal/clear cartridge holder, however, it was stated that the patient changed the original clear cartridge to the opaque cartridge holder, to improve the blood glucose (as reported), subcutaneously, unknown dose, frequency and start date. On an unspecified date, unknown time after beginning human insulin nph and rapid insulin via the reported humapen ergo, it was noticed these two insulins did not have effect. It was also reported that the blood glucose decreased so abruptly that during these peaks the patient fainted (onset dates were not provided). The event of blood glucose decreasing with fainting was considered serious by the company due to medically significant reason. As corrective treatment the patient received an unspecified medication reported as frorinerci and on unknown date, she recovered from blood glucose decreased with fainting. On undisclosed date, the patient experienced neurogenic bladder which was considered serious by the company due to medically significant reason. According to the reporting physician, there was not specific corrective treatment for this event and it was a consequence of diabetes, therefore, it was necessary to treat the diabetes. On an unspecified date, the human insulin nph and rapid insulin were discontinued and the patient stated to treatment with insulin detemir (no further information regarding this treatment). Approximately in 1999, when patient was (B)(6) years-old, she started to receive lispro insulin (humalog), delivered by the same humapen ergo, to improve the blood glucose (as reported), 1 iu every 10g of carbohydrates, subcutaneously. In 2001, two years after starting lispro insulin and unknown time after discontinuation of human insulin nph, the patient had difficulty to walk and postural hypotension which consumer reporter related as caused by diabetes. However, reporting physician stated these two events were related to a cerebellar disorder caused by optic nerve atrophy and, as consequence, there was no possible corrective treatment and she would not recover from them. As of (B)(6) 2014, patient had not recovered from neurogenic bladder, but this event suffered an improvement. The lispro insulin was continued. The patient reused the needles approximately three times and she performed the applications even presenting visual impairment. The cartridge holder of the reported humapen ergo (batch number 0404a03) and the pen cap did not attach steadily to the device, which made them unstable and even fell to the ground several times. The patient was the operator of the device and she was not trained. The patient had been using this device model for unknown time and the reported device for more than 10 years. The return of the device was expected. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting physician did not relate the neurogenic bladder with human insulin nph since this event occurred due to pre-existing poor diabetes control; physician did not relate the events postural hypotension and walking difficulty with insulin lispro and human insulin nph because it was related this pre-existing cerebellar disorder caused by optic nerve atrophy and not to diabetes. No other opinion of relatedness was provided by reporting physician. The consumer reporters believed that the decreasing of blood glucose and the fainting occurred due to the human insulin nph. They also stated the peripheral nervous, optic nerve and neurogenic bladder, difficulty to walk and postural hypotension were due to diabetes; and an opinion of relatedness between these events and human insulin nph, lispro insulin and reported device were not provided. Moreover, the consumer reporters believed that the patient reached the reported peripheral nervous problems due to the lack of technology and information in the past. Edit (B)(4)2014: upon internal review due to regulatory submission on (B)(4) 2014, it was deleted the suspect product humulin r unknown manufacturer. It was clarified that it was expected the return of the device. The narrative and correspondent fields were updated accordingly. Update (B)(4) 2014. Follow up received on (B)(4) 2014 from reporting physician. The serious event optic nerve disorder was removed and added into medical history field, added poor diabetes control and cerebellar disorder as medical history. Updated relatedness to of neurogenic bladder to not associated to insulin lispro and postural hypotension and walking difficulty as not related for insulin lispro and human insulin nph . The action taken of human insulin was changed. Added insulin detemir as concomitant medication. Changed outcomes of postural hypotension, walking difficulty and neurogenic bladder to not recovered. Added opinion of relatedness by reporting physician. The narrative and correspondent fields were updated accordingly.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a patient reported that her humapen ergo device was broken, she stated the cartridge holder and the pen cap do not attach steadily to the device, which makes them unstable, and the device had fallen to the ground several times. The patient experienced hypoglycemia. Investigation of the returned device (batch (B)(4), manufactured april 2004) found that the device met dose accuracy and glide (injection) force specifications. No malfunction was identified. The humapen ergouser manual states, "your humapen ergo has been designed to be used for up to 3 years after first use." The user manual also states that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. There is evidence of improper use. The patient reused needles, did not prime the device, used the device while visually impaired, and the device was in use for 10 years. However, this may not be relevant to the patient's complaint.

Event description:
(B)(4). This spontaneous case, reported by two consumers, who contacted the company to report a product complaint, with additional information received from reporting physician, concerns a female patient of unknown origin, who was born on (B)(6). The medical history included: poor diabetes control, visual impairment and peripheral nervous (as reported) since she was born, and due to that, presented atrophy of the optic nerve (also described as malformation of optic nerve) which caused a cerebellar disorder. Patient was being followed by an ophthalmologist due to optic nerve atrophy. The concomitant medications included: nitrofurantoin for the treatment of neurogenic bladder; carbamazepine for peripheral nervous system; calcium pantothenate+ nicotinamide+ pyridoxine hydrochloride+ riboflavin+ thiamine hydrochloride + yeast dried to leg disorder due to diabetes; ascorbic acid to increase the immunity and also to avoid infection; calcium carbonate + cholecalciferol for unknown indication for use; propranolol for cardiac arrhythmia; sertraline to anxiety and unspecified medication reported as durinef for the treatment of postural hypotension. The patient received human insulin nph (unknown manufacturer) and unspecified rapid insulin (unknown manufacturer) both delivered by humapen ergo teal/clear cartridge holder, however it was stated that the patient changed the original clear cartridge to the opaque cartridge holder, to improve the blood glucose (as reported), subcutaneously, unknown dose and frequency, beginning before 1999. Upon return of the device, it was found to have a clear cartridge holder. On an unspecified date, unknown time after beginning human insulin nph and rapid insulin via the reported humapen ergo, it was noticed these two insulins did not have effect. It was also reported that the blood glucose decreased so abruptly that during these peaks (as reported) the patient fainted (onset dates were not provided). The event of blood glucose decreasing with fainting was considered serious by the company due to medically significant reason. As corrective treatment the patient received an unspecified medication reported as frorinerci and on unknown date, she recovered from blood glucose decreased with fainting. On undisclosed date, unknown time after beginning human insulin nph and rapid insulin via the reported humapen ergo the patient experienced neurogenic bladder which was considered serious by the company due to medically significant reason. According to the reporting physician, there was not specific corrective treatment for this event and it was a consequence of diabetes, therefore, it was necessary to treat it. On an unspecified date, the human insulin nph and rapid insulin were discontinued and the patient started the treatment with insulin detemir. No further information regarding this treatment. Approximately in 1999, when patient was (B)(6), she started to receive lispro insulin (humalog), delivered by the same humapen ergo, to improve the blood glucose (as reported), 1 iu every 10g of carbohydrates, subcutaneously. In 2001, two years after starting lispro insulin and unknown time after discontinuation of human insulin nph and unspecified rapid insulin, the patient had difficulty to walk and postural hypotension which consumer reporter related as caused by diabetes. However, reporting physician stated these two events were related to a cerebellar disorder caused by optic nerve atrophy and, as consequence, there was no possible corrective treatment and she would not recover from them. As of (B)(6) 2014, patient had not recovered from neurogenic bladder, but the patient improved from this event and the lispro insulin was continued. The patient reused the needles approximately three times and she performed the applications even presenting visual impairment. The cartridge holder of the reported humapen ergo (batch number (B)(4)) and the pen cap did not attach steadily to the device, which made them unstable and even fell to the ground several times. The patient was the operator of the device and she was not trained. The patient had been using this device model for unknown time and the reported device for more than 10 years. The return of the device was expected. The device was returned on 08apt2014, and no malfunction was found. The reporting physician did not relate the neurogenic bladder with human insulin nph since this event occurred due to pre-existing poor diabetes control; physician did not relate the events postural hypotension and walking difficulty with insulin lispro and human insulin nph because it was related this pre-existing cerebellar disorder caused by optic nerve atrophy and not to diabetes. No other opinion of relatedness was provided by reporting physician. The consumer reporters believed that the decreasing of blood glucose and the fainting occurred due to the human insulin nph. They also stated the peripheral nervous, optic nerve and neurogenic bladder, difficulty to walk and postural hypotension were due to diabetes; and an opinion of relatedness between these events and human insulin nph, lispro insulin and reported device were not provided. The consumer reporters did not provide an opinion between the lack of drug effect and human insulin nph. Moreover, the consumer reporters believed that the patient reached the reported peripheral nervous problems due to the lack of technology and information in the past. Edit 28-mar-2014: upon internal review due to regulatory submission on 28mar2014, it was deleted the suspect product humulin r unknown manufacturer. It was clarified that it was expected the return of the device. The narrative and correspondent fields were updated accordingly. Update 31-mar-2014. Follow up received on 26-mar-2014 from reporting physician. The serious event optic nerve disorder was removed and added into medical history field, added poor diabetes control and cerebellar disorder as medical history. Updated relatedness to of neurogenic bladder to not associated to insulin lispro and postural hypotension and walking difficulty as not related for insulin lispro and human insulin nph . The action taken of human insulin was changed. Added insulin detemir as concomitant medication. Changed outcomes of postural hypotension, walking difficulty and neurogenic bladder to not recovered. Added opinion of relatedness of reporting physician. The narrative and correspondent fields were updated accordingly. Update 03-apr-2014: upon review of this case on 03-apr-2014, the case was opened to update the medwatch fields. Edit 09-apr-2014. Upon internal review due to regulatory submission, it was clarify the chronological order in the narrative. Update 01-may-2014: additional information received on 30-apr-2014 from the global product complaint database added the device specific safety summary, return date, and manufactured date for the device; updated the cartridge holder to clear; updated the malfunction field to no; updated the EU/ca and medwatch fields; and updated the narrative